Event description:
Instrument failure - unable to properly pin in place the size 6 speed block due to the angle of the cross pins. These worn instruments are still in circulation and use pending replacements.